Event description:
On (B)(6) 2018, pt in hosp with white power cable to lvad not recognizing it has power. Battery clips and power module cable replaced. On (B)(6) 2018 pt controller again not recognizing power connected to white power cable. Pt's system controller replaced.